Event description:
The account reported an architect c8000 creatinine result of 5.5 mg/dl. The specimen was repeated on another analyzer with a creatinine of 1.1mg/dl. A corrected report was sent to the physician based on the repeat testing. Additionally, the architect c8000 analyzer was generating error codes 1053, unable to calculate result, rate reaction linearity failure and error 1051, unable to calculate result, absorbance exceeded optical limits for alkaline phosphatase, total bilirubin and creatinine. It is unk if the architect c8000 creatinine of 5.5 mg/dl had an error code associated with it. Service was requested for the architect c8000 analyzer. No impact no pt management was reported.

Manufacturer narrative:
The field service rep found the cable to the lamp was damaged by the rv carousel gear. A malfunction of the lamp due to the cable getting caught in the rv carousel gear when the lamp was last replaced caused the issue observed by the customer. The field service rep replaced the lamp land reminded the customer to watch for loose cables during installation of the lamp. The abbott architect system operations manual ((pn 96196-107) 2006) does not provide specific labeling related to the lamp cable getting caught in the rv carousel gear but it does provide the following information related to the lamp a potential cause for the customer's observation as well as other relevant labeling: under section 7 operational precautions and limitations, limitations of result interpretation states the following: assay results must be used with other clinical data, for example, symptoms, other test results, patient history, clinical impressions, info available from clinical evaluation, and other diagnostic procedures. All data must be considered for patient care management. If assay results are inconsistent with clinical evidence, additional testing is suggested to confirm the result. The architect system has been validated for its intended use. However, errors can occur due to potential operator errors and the architect system technology limitations. Under section 10 troubleshooting and diagnostics the operations manual provides the following as probable cause for the customer's observation: erratic results, poor precision - photometric results (c system): lamp is not performing as expected. This is a final report.